Manufacturer narrative:
A service engineer has been on site and replaced the air gas module. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed pre-use check (puc). During the puc noise was heard from the air gas module. There was no pt involvement. (B)(4).